Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician tested the helix outside the patient's body after unpackaging during device preparation. It was observed the actuation of extending/retracting on the reported device were different from usual. When it was rotated 10 times, all the screw was extended and all the screw was retracted after another 10 times of rotation. This issue was observed repeatedly. The physician decided not to use the reported device. Another device was used and the procedure was completed without any adverse consequences to the patient. The physician commented it was absolutely obvious the actuation on the reported device was different from usual ones. The hospital discarded the reported device.